Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse powered on the erbe and found error c-34 present. After power cycling the erbe, the error remained. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel was not cracked.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was not able to apply the monopolar energy and they were getting an error message. The customer tried swapping to another monopolar port but the issue persisted. The technical support engineer (tse) viewed the logs and found c-34 errors. Tse recommended a reboot of the erbe but they were mid-procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). Initial failure analysis findings were confirmed and reproduced. Troubleshooting led to a malfunctioning high frequency generator pcb to be the cause of the failure and once replaced, the error ceased. Unrelated to the reported issue, the top cover and the front frame were scratched, and the heat sink was discolored.

Event description:
Refer to h10/h11 for follow-up information.